Event description:
A pennig mini fixator standard clamp was applied to the patient's finger to perform a lengthening of the second metacarpal (to correct finger's amputation). During treatment, the clamp broke causing a slight breakage of the callus. The patient glued the clamp together and went to see the surgeon. At that time, the lengthening achieved was 18mm. The surgeon exchanged the clamp with a new one. The follow-up x-ray confrimed that the patient was healing as desired and the incident did not have any influence on the lengthening or results. The incident required neither immediate medical attention nor did it have any negative impact on patient's recovery.